Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 169, 117, and 107 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.